Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient underwent a replacement procedure of his 9 years old inflatable penile prosthesis (ipp) due to pump has become difficult to pump for the patient. The device will not be sent back to the company. Patient was implanted with a bsc 21cx. Patient is recovering.